Manufacturer narrative:
D1 (brand name) has been updated. Ppae( infection) : the root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
53 year old male with history of non-ischemic cardiomyopathy (nicm), severe mr (mitral regurgitation) status post mitraclip repair, atrial fibrillation (afib) presented with acute on chronic decompensated heart failure / with biventricular (biv) failure. On 10/9 underwent impella 5.5 placement for left sided support and protek duo for right sided support. On 10/23 there was a decision to replace the impella 5.5 to left axillary artery secondary to concerns of right axillary site infection. On 11/11 device was explanted after citing purge flow issues and attempted tissue plasminogen activator (tpa).